Manufacturer narrative:
(B)(4). Physio-control evaluated the device but was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that during a cardiac catheterization procedure, the pt went into a ventricular fibrillation rhythm. The hospital staff charged the device to deliver a defibrillation shock; however, upon delivery, the device failed to deliver the shock. The staff did try to deliver the shocks a few more times with no success. A back-up device was brought in and was able to successfully deliver a defibrillation shock to the pt. The pt was converted to a normal sinus rhythm through treatment, and no adverse effects were caused to the pt.